Event description:
Account reported a positive suds hiv 1 result on pt. Based on the positive result the pt's child was placed on prophylactic therapy: azt 2ml/kg q6 hrs and nevirapine 2mg/kg. The sample was sent to quest which ran organon technica eia with a negative result, and performed a western blot which was negative with no bands present. The pt's child did not suffer any adverse reaction to the therapy while in the hospital. No further info was available on the infant.